Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.50 x 12 synergy drug-eluting stent was selected for use. However, during preparation, it was noticed that the hypotube broke. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 12 mm stent delivery system was returned for analysis broken in 2 pieces. A visual examination of the stent found signs of stent damage. Stent struts on the mid stent strut row was noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found a break situated at 210 mm distal to the distal end of the strain relief as well as multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.50 x 12 synergy drug-eluting stent was selected for use. However, during preparation, it was noticed that the hypotube broke. The procedure was completed with another of the same device.